Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to mfg report #3005099803-2009-05082 for the other associated device info. It was reported to boston scientific corp that a leveen superslim needle electrode and an unk rf generator were used during a rfa (radiofrequency ablation) procedure on a 2.8 cm by 3.3cm tumor in the liver. The procedure was performed in 2009 . According to the complainant, while performing the first tumor ablation, the pt complained of some pain. The electrode was moved to a new location and a second ablation was performed. However, upon removal of the needle, a burn was noted at the puncture site with a 2cm rubefaction. The insulation was found to have peeled away from the device. Additionally, the site indicated that the electrode was used with a 14g hakko introducer. The procedure was successfully completed with the same rf generator and another leveen superslim needle electrode. The pt's burn was treated with an anti-inflammatory agent along with an analgesic to help manage the pain.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number: therefore, the device MFR date is unk. The device has not been received for analysis; the root cause of the reported issue could not be determined.